Event description:
The manufacturers representative reported the patient was experiencing withdrawal symptoms - drowsiness, tremors, itchiness, and sedation. The pump was refilled with morphine 20mg/ml at a daily dose of 7.3mg. The hcp did troubleshooting of critical and non-critical alarm tests. The hcp reported the patient had a history of missing refill appointments. The hcp scheduled the next refill visit for 2 weeks prior to the low reservoir alarm date. The patient is now doing well and has not felt the symptoms since the refill.